Event description:
It was reported to philips that the system gave an alert indicating x-rays were not possible. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system on site and confirmed that the system issued an alert indicating that an x-ray could not be performed. Review of the system log file confirmed the malfunctioning in generator as the generator was currently unreachable via the network; so x-ray was not possible. Upon troubleshooting fse found that the issue in internal power supply and 24v power supply was absent. To resolve this issue, fse replaced the internal power supply. The defective ips was returned to philips for analysis and found the 24v power supply was defective. The system was returned to use in good working order. The codes were updated based on the investigation outcome.